Event description:
It was reported during implant procedure that the atrial lead was unable to properly fixate to the cardiac tissue. In addition, the lead exhibited distorted sensing values. The lead was explanted and replaced. The patient was asymptomatic and stable.